Event description:
It was reported that a bag was not well connected to the line of the automated peritoneal dialysis set with cassette. The patient stated that they would continue therapy using the same supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a connection issue where the supply bag was not properly connected and the patient was going to reuse single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. The guide also instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.